Event description:
The customer reported the nicu patient was in surgery when the set separated just past the y site. The customer stated it appears as if the set was not glued. No patient harm or medical interventions was reported. The customer stated that no add'l event or patient info is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the cause of the customer's report that the set separated just past the y site. The set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.